Event description:
During ultrasound-guided insertion of the powerglide pro, the procedure initially progressed as expected. The guidewire was fully deployed, and the catheter was successfully threaded into the vessel. However, upon removal of the needle/device from the catheter, it was noted that the guidewire had not deployed from the distal tip as intended. The midline catheter itself was successfully placed in the patient. At the time, it appeared that only the sharp along with the entire device casing was separated from the catheter. There was concern that the guidewire may have separated from the device and remained in the patient. We disassembled the powerglide catheter and confirmed that the guidewire was still contained within the casing. To verify the length, we disassembled an additional unused powerglide pro catheter and compared the guidewires. We found that the guidewire was intact, matched the expected length, and had not remained in the patient. It appeared that the guidewire failed to deploy correctly during use. No patient harm occurred as a result of this event. However, this incident raised concerns regarding the potential risk of guidewire dislodgement.